Event description:
Related manufacturer reference number: 2017865-2022-06891. It was reported that the patient presented to the clinic remotely via merlin.net a few months ago. Upon review, noise was detected on the pacemaker and the right ventricular lead. Noise was reproducible in clinic by pressing on the pocket area of the device. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition.

Event description:
New information noted that the patient presented to the clinic during remote follow-up. Upon review, noise oversensing was noted on the right ventricular lead. The noise presented as high ventricular rate episodes. No intervention was performed. No patient consequences were noted.